Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell, red particles and underweight. A visual and microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp broken on radius due to an unidentified (tear) opening. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported "fluid leakage and an intra capsular rupture," "inflammatory appearance," "two micro nodules of the superior quadrant external measuring 3 and 4 mm and "slight uplift peri prosthetic, right side." The device has been explanted.

Event description:
A healthcare professional reported "fluid leakage and an intra capsular rupture", "inflammatory appearance", "two micro nodules of the superior quadrant external measuring 3 and 4 mm and "slight uplift peri prosthetic, right side". The device has been explanted.